Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/20/2020. H.6. Investigation: a device history record review was performed for provided lot number: 0062180 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. The returned representative sample was functionally tested and no abnormalities were found when removing the needle. Based on the investigation results, an exact cause related to the manufacturing process could not be identified for this reported incident.

Event description:
It was reported that an unspecified number of bd saf-t-intima¿ safety system with y adapter 22 ga 0.75 in experienced safety mechanism failure, "scraping" one of the nurses. The nurse received medical attention in the ER where no additional harm / injury was identified. The following date received for intake: on (B)(6) 2020. Material no. 383323, batch no. 0062180. Event description: an intima catheter failed to retract appropriately and one of the nurses got scraped with it. He went to ER and is ok.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd saf-t-intima¿ safety system with y adapter 22 ga 0.75 in experienced safety mechanism failure, "scraping" one of the nurses. The nurse received medical attention in the ER where no additional harm/injury was identified. The following date received for intake: (B)(6) 2020. Material no. 383323, batch no. 0062180. Event description: an intima catheter failed to retract appropriately and one of the nurses got scraped with it. He went to emergency room and is ok.